Manufacturer narrative:
The t:slim g4 user guide states, "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. There was no reported impact to the customer's blood glucose level. Reportedly, the customer did not have alternate insulin therapy. Multiple follow up attempts were made by tandem technical support to confirm that customer obtained alternate insulin therapy; however, the customer did not respond.